Event description:
When sq set was being changed the nurse noticed that the needle was missing. A search for the needle on and around the pt was conducted; however, it could not be found. Pt had been experiencing satisfactory analgesia, for his severe pain.